Manufacturer narrative:
The pacemaker complained about was returned for analysis, the lead is not available. The analysis of the available data confirmed the one-time increase in the impedance to greater than 3000 ohm on (B)(6) around 6 pm that was mentioned in the complaint. The long-term measurements of the pacing threshold, sensing, and impedance of the ventricular lead showed stable values. Despite the available information, no evaluation of the cause for the observed one-time impedance increase can be provided. In addition, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery state is as to be expected after an implantation time of 73 months, and it indicates a sufficiently charged battery. The pacemakers capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies in the process. The device did not show any limitation of the capability to provide therapy. In summary, the device was normal during the analysis and within specifications both in regard to the connection system and the electronics. There were no particularities that could have led to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that approximately 73 months after implant the patient experienced ventricular tachycardia after he fell off of a ladder. The patient was externally defibrillated. Ventricular fibrillation episodes and an increase in impedances greater than 3000 ohms were reported after interrogation of the device. The pacemaker was explanted and replaced with an ICD.